Event description:
It was reported that the customer had high blood glucose levels of 154 mg/dl. The customer reported that the insulin pump has a crack on the screen. It was reported that the crack on the display of the insulin was making it difficult to read the information on the display of the insulin pump. The customer also reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. No cracks on the lcd display window or lcd glass noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.